Manufacturer narrative:
Section b3 - event date has been estimated. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on the hm ii lvas, (B)(6), until the patient passed away due to failure to thrive and right ventricular failure on 23jul2024 (MFR# 2916596-2024-05043). No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the hm ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with the heartmate ii left ventricular assist device (lvad) on (B)(6) 2017. The patient experienced right heart failure sometime in dec2023. A device related issue did not cause or contribute to the right heart failure; however the patient exhibited symptoms of fluid overload and was treated with diuretics at the time.